Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported the sensor needle was stuck inside their body. It was found the customer had their healthcare provider remove the needle. The customer reported the needle was stuck inside their body when removing the needle hub after sensor insertion. Customer's blood glucose was unknown. The customer declined to return the sensor for analysis.